Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an elevation in lactate dehydrogenase (ldh) and anemia. A gastrointestinal bleeding was reported to have started on (B)(6) 2018. An upper esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and the source of bleeding was found to be a dieulafoy lesion with oozing bleeding at the greater curvature of the gastric body. The bleeding stopped after the patient received 6 units of packed red blood cells (prbc).